Event description:
It was reported that during a cryo ablation procedure, the temperature was not as expected and the temperature dropped suddenly. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files and the afapro23 balloon catheter with lot number 18840 were returned and analyzed. The data files showed at least five applications were performed with this catheter on the date of the event. The patient file confirmed system notice #50032 ¿the safety system has detected a compromised outer vacuum¿ in application five with balloon catheter afapro28 with lot number 18840. The patient files also confirmed the temperature dropped to less than 60 degrees celsius (°c) during ablations three and four. The patient files also showed at least five more applications were performed with non-returned balloon catheter afapro28 with lot number 18840 without any issues on the date of the event. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for five applications on the reported event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase. The ablation temperature was very cold (below -60 degrees celsius (°c)). The console terminated the application and triggered system notice #50032 (the safety system detected a compromised outer vacuum). Dissection of the outer-balloon segment and pressurizing the inner balloon identified the inner balloon distal bond was leaking and detached from the shaft. During inspection of the balloon segment, a fracture/crack was observed on the injection tube. The fracture/crack was identified at the coil area. During inspection of the handle segment, it was observed that the pull wire guide detached from y-block. The shaft deflection mechanism was inoperable. In conclusion, the reported issue of the temperature dropping faster than expected was confirmed through testing. The reported system notice #50032 ¿the safety system has detected a compromised outer vacuum¿ was confirmed through data analysis. The balloon catheter failed the product return inspection due to an injection tube fracture, an inner balloon distal bond detachment and the pull wire guide detached from y-block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.